Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, there was no information received that indicated the subject device was related to the reported event. Therefore, the root cause could not be determined. This supplemental report includes a correction to d9 to provide information that was inadvertently not included on the previous submissions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was received but is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material in the channels. The issue was found during a colonoscopy procedure. The procedure was completed using the same device. It was reported that a piece of the device fell into the customer and was retrieved via aspiration. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information obtained from the customer regarding the reported event. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Additional information was reported that there was no further intervention performed. The facilities reprocessing procedures were also stated to be unknown.

Manufacturer narrative:
The device evaluation found the distal sheath glue was worn out and separated, the light guide rod lens unit was cracked, the switch 1 button rubber was pierced but no leak. The investigation is ongoing and follow up with the user facility is currently being performed.